Event description:
Per the clinic, the patient experienced a skin inflammation and an extrusion of the device exposing the implant. Subsequently, the patient had an infection leading to the decision to explant the device on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 11, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.